Event description:
It was reported that the patient had experienced high blood glucose level event on (b)(6) 2026. The patient was treated with insulin pen and the glucose level had been high for three to four hours.

Manufacturer narrative:
E1: Name: (b)(6).Country: United States of America.Address Line 1: (b)(6).Based on the available information, this event is deemed to be a Serious Injury complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.